Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. One used ls1500 was received for evaluation. Visual inspection found that the tip of the moving jaw broke. Inspection noted that the tip of the moving jaw was bent and the seal plate disengaged held only by the gray jaw wire. The investigation found that the amodel bridge that covers the wire on the moving jaw broke in half and separated from the molded piece. A 3.5mm piece of amodel plastic is missing. This type of damage is due to exerting a significant amount of force to the tip of the jaws while clamped on hard and larger then recommended object. Such force on the tip of the jaws could crack the amodel and separate it from the jaw. The investigation identified the root cause of the damaged device to be user error. The IFU states, avoid grasping metal objects in the jaws of the instrument. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Manufacturing non-conformances were reviewed and no entries pertinent to the reported condition were found.

Event description:
The customer originally reported that the ligasure jaw broke with one part hanging by a metallic wire. Nothing disengaged completely from the device.there was no reported injury for the patient, no bleeding, no tissue damage, no components fell into the patient's cavity. New information on (B)(6) 2016, device received for investigation and it was noted that part of the amodel bridge covering the jaw wire was missing, not returned with the device. Site reiterated that no part or piece fell into the patient's cavity. Location of missing amodel piece is unknown.